Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer stating that a sample resulted as positive on the liaison sars-cov-2 s1/s2 igg assay, but negative using an abbott analyzer and a pinnacle lateral flow kit. Testing was repeated using a freshly drawn specimen: it was tested immediately with the diasorin assay and resulted positive again. The patient was swabbed for pcr testing on (B)(6) 2020, before the validation testing performed on (B)(6) 2020. The pcr result was negative. The patient was swabbed again for pcr testing on (B)(6) 2020, after the validation study, and resulted negative. 40 additional presumed negative specimens were tested and one unexpected positive result was obtained with the diasorin assay again. This specimen was also tested using the pinnacle lateral flow and abbott architect and both results were negative. Testing was repeated using freshly drawn plasma and serum specimens. The complaint was classified as not confirmable. As reported in the IFU, the liaison sars-cov-2 s1/s2 igg assay and its clinical performance were based on clinical sensitivity defined by pcr positive; no comparison studies with other serological tests are available and differences with competitors assay may be expected and cannot be related to product deficiencies.

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer stating that a sample resulted as positive on the liaison sars-cov-2 s1/s2 igg assay, but negative using an abbott analyzer and a pinnacle lateral flow kit.